Manufacturer narrative:
(B)(4). The customer advised physio-control that due to the age of the device it has been removed from service and will be disposed of locally. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Event description:
The customer contacted physio-control to report that their device had a service wrench present and an event code in the device's memory which indicated that the device would not likely be able to provide sufficient defibrillation therapy. There was no patient use associated with the reported event.